Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
08/09/2016 18:32:43 william burdette (wburdett) for additional repairs please contact shane magee, biomed smagee@northwell.edu, 718-470-7000 x 60024 08/24/2016 07:44:40 gabriel lopes (glopes) station 45 tools used eq 103106 eq 102890 eq 102782 unit received with: rear case cracked bottom left rear screw mount, iuis corroded, handle cracked, latch assembly cracked. 01/06/2017 07:25:52 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per gabriel lopes, service tech. Repair approved by wilhelm sedler, biomed director, at wsedler@northwell.edu for $159.30 (55% discount approved by barbara wilhite, bd service contracts). New po# is 1716660696. Npi has been confirmed by harry goldsmith, bd sales rep, at harold.goldsmith@bd.com with the customer. 01/09/2017 14:20:44 jonathan reyes (joreyes) 1z9791540267921023 01/19/2018 08:24:55 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file may or may not contain npi because it was initially created as a pm / upgrade or recall file, which does not require the npi, and later converted to a major/minor repair in order to perform the repair.